Event description:
It was reported that noise was observed on the right atrial (ra) lead. The noise led to oversensing and was at times larger than the p wave and far-field r waves observed. Programming changes were completed. The ra lead was to continue being monitored in case the noise got worse, and a lead revision was needed. The patient was stable.